Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) sanders need assistance for 8120 s/n (B)(4) and is having issue on the barrel clamp sensor, prior of seeing this issue, he replaced broken rear case syringe sizer sensor assembly. But when he started run the pm, barrel clamp appears not working correctly, we run a binary sensor test, but sensor showing open but actually is closed and when is closed is showing open. I recommended to unscrew sizer, re-seat it from the top ensuring that the c-clamp properly hugs around top of shroud, if possible in a way that prevents collar from catching the edge of c-clamp when rotating. (B)(6) told me that he tried already my suggestion, he even replaced the syringe sizer sensor assembly. I explain to henry the flat repair service on level 1 and level 2. He will get a po and will call back to send the 8110 in for repair.